Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during patient use, the thermogard console displayed tcmid: 01 (pump failed) error message. Multiple attempts to clear the tcmid: 01 error by cleaning sensors in roller pump, and rebooting the system were unsuccessful. Another system was used to continue with the treatment. No known patient consequences were reported.